Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: tsx47b11, tsx¿ implant, 4.7mmd, 11.5mml, lot number unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
It was reported that the implant came out during restoration process. Encode attached to implant. Encode is stripped. Site grafted: allograft, xenograft on (B)(6) 2022.

Manufacturer narrative:
This report is being submitted to report corrected information to 0001038806-2023-02183-1. Further review of the event, has confirmed that this event does not meet the requirements of a reportable event. Further review of this event has revealed that the malfunction of the encode abutment did not likely cause or contribute to the failed implant. The most likely cause for the implant coming out, was that it was not osseo integrated. There will be no further medwatches submitted for this event. The following sections are being reported: b5. Describe event or problem, h2: if follow-up, what type, h10: additional narratives/data.

Event description:
Further review of this event has revealed that the malfunction of the encode abutment did not likely cause or contribute to the failed implant. The most likely cause for the implant coming out, was that it was not osseo integrated.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional and corrected information to 0001038806-2023-02183. Follow up with customer confirmed the item and lot number of the reported item. The product code has been corrected. The following sections are being reported: d1. Brand name. D2 product code corrected. D4: catalog number and lot number. G4. PMA/510(k) #. H2: if follow-up, what type. H10: additional narratives/data.